Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017, reported as ¿early (B)(6)¿. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the peritonitis event. Dianeal therapy was ongoing. The patient was discharged from the hospital (reported as the middle of the same month the patient was admitted) and has recovered from the peritonitis. No additional information is available.